Event description:
It was reported that the ultrasound machine is over 10 years old, and the image resolution and quality are very poor. I have checked the system settings, but even after adjusting the contrast and filters, it is not possible to obtain an image of sufficient quality to safely perform an ultrasound guided puncture, as the anatomical structures that must be avoided are not clearly visible.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.